Manufacturer narrative:
Continuation of d10: product ID a820: product type software product ID tm90t0 serial# (B)(6): product type accessory section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for spinal pain indications for use. It was reported that they have been having issues with the communicator for months and it has been getting worse. The patient stated that the communicator was extremely 'finicky' about where it is placed over the pump, they had move it around, and sometimes 'does not connect'. The agent reviewed the communicator placement. The patient stated that they were never told that information. The patient tried to connect to the pump but saw no pump found. The patient then successfully connected to the pump. The patient will continue to monitor the issue and call back if it persists. The patient also mentioned that when they first got the pump put in, connecting to the pump took 30 seconds. Since after the 1st month of using the external devices, it has progressively gotten worse and taking over a minute to connect to the pump. The patient confirmed that the handset was lagging at 90%. The agent assisted the patient th rough clearing the data. The patient was able to connect to the pump and it went very fast. The patient made a comment that they did not bolus as much as they should due to this issue. The patient stated that they 'hate' this personal therapy manager (ptm) and they had to keep up with 2 devices. The old ptm was so simple and fast. The patient will monitor the issue and call back if further assistance is needed. Troubleshooting steps taken on the call resolved the issue.